Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the x-ray tube and the collimator casing. The system was tested and operates as intended.

Event description:
The customer reported a problem with the hard drive and the x-ray tube cover on the stenoscop system. No patient injury was reported.